Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the left femoral artery in a 63-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient had a history of known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage a. During support, the registered nurse notified the team of red-colored urine in the foley catheter and elevated plasma free hemoglobin. The contributing factor was traumatic foley insertion. The heart team was notified and troubleshooting was performed. The registered nurse also reported that the impella was positioned in the aorta. The managing physician attempted to reposition the device with imaging but was unsuccessful. The patient was brought to the cath lab, where the team was unable to cross the valve, so the impella was removed. A new impella was successfully placed, and the patient remained stable. The patient survived to explant. Hemolysis in this patient may have resulted from traumatic foley insertion and device positioning during impella support.